Event description:
It was reported that an, 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported having replaced the breath delivery unit (bdu) printed circuit board (pcb), and the service engineer uploaded the latest version of the operational software. The unit passed all testing and operates within the manufacturing specifications.